Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is completed.

Event description:
It is reported that loosening and osteolysis occurred in approx 8 pts. Implant and explant dates are unk at this time.